Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the reported event has been confirmed and the root cause isolated to multiple circuit boards becoming dislodged from the midplane, or mother board. The event which resulted in the circuit boards becoming dislodged was not communicated and remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During preparation for the procedure, the generator showed an error message "turn rf pot off before continuing." Troubleshooting instructions were followed but the issue persisted and the case was abandoned.